Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced with a non-abbvie device. The device will be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number: (B)(6).

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening . No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis ( non penetrating nick, wear abrasion and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.